Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the pt thinks that when they had their ins implanted it was put in at an angle so they could not sit in a chair or anywhere to recharge. The implant only recharges correctly when pt was laying down in bed. Pt could not walk around for it never worked that way. No symptoms were reported.